Event description:
It was reported that during a pulsed field ablation (pfa) procedure to treat an atrial fibrillation a faradrive steerable sheath clear was selected for use. Towards the end of the procedure, the physician tried to aspirate fluid at the flush port of the sheath but, air bubbles were pulled through the flush line into the syringe. No air was observed in the patient. All ablations were already completed when the issue occurred. No patient complications were reported. The device has been received at boston scientific post market laboratory where it's waiting for analysis.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, the faradrive steerable sheath was analyzed. Visual inspection of the device noted no abnormalities. Microscopic inspection of the hemostatic valve identified a tear on the external and internal hemostatic valves by the center slit. This anomaly usually compromises the valves ability to seal pressure and fluid within the sheath.

Event description:
It was reported that during a pulsed field ablation (pfa) procedure to treat an atrial fibrillation a faradrive steerable sheath clear was selected for use. Towards the end of the procedure, the physician tried to aspirate fluid at the flush port of the sheath but, air bubbles were pulled through the flush line into the syringe. No air was observed in the patient. All ablations were already completed when the issue occurred. No patient complications were reported. The device has been received at boston scientific post market laboratory where it's waiting for analysis.